Manufacturer narrative:
Pump was received with error alarm during basic occlusion test and unable to prime at due to faulty force system resistor. Unit passed self test and restart test. No reset settings noted during testing. Unit had minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 86 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal but customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.